Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a neff percutaneous access set was selected for an unspecified procedure. After use, an attempt was made to remove the wire guide but the wire guide had reportedly "made a loop" and separated. In another attempt to remove the wire guide, the needle was first removed and then the guide was removed with forceps. Details clarifying the event and device damage have been requested but are currently unavailable. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
D10: product received on: 04apr2019. Investigation evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. One damaged wire guide was returned. The coils of the guide were elongated, and the distal tip was not present. The non damaged parts of the wire were measured and found to be within specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed two related non-conformances, in which two devices were scrapped for offset coils. It should be noted there is 100% check for this failure mode and there were no related complaints reported for this lot number. Based on the information provided, the examination of the returned product, and the results of the investigation, a definitive root cause could not be determined. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.